Event description:
During cardiomems implant procedure the physician lost guidewire placement due to difficulty with patient anatomy. The physician decided to retract the wire and delivery system out of the body however while attempting to retract the sensor through the (cook) sheath it became damaged. The delivery catheter was cut and the sensor was safely removed. The implant was successfully completed using a new sensor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).